Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where a lithium ion battery failed within their affiniti ultrasound system. A service engineer identified a burnt battery pack which also caused damage to the power supply. This failure occurred during the night shift where the system was in standby and not in use. There was no report of harm, injury or property damage as a result of the issue.

Manufacturer narrative:
An investigation was performed by product engineering to assess the reported issue. Due to the hazardous condition of the failed battery and the shipping restrictions for damaged/defective lithium batteries, the device could not be returned to north america for a detailed failure analysis from philips or the supplier. However, visual inspection from photographs of the damaged battery by philips electrical engineering confirmed the issue underwent thermal runaway. Thermal runaway is an extremely rare event caused by several possible flaws within a cell which causes a reaction that spreads to the other cells in the battery. When this unavoidable issue does occur, the battery is contained in a metal enclosure behind a plastic shroud that protects patients and users from contact with the failed battery.